Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilator generated a blower temperature high error code. There was no patient harm reported. The event date was not specified, an estimate was used.

Manufacturer narrative:
Date of report: 27sep2018. Date of manufacturer: 26sep2018. Multiple attempts have been made to obtain information about the complaint and repair of the device all of which were unsuccessful. Therefore the complaint is being closed; if the further information is obtained it will be reopened.